Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 10 months post implant of this bioprosthetic mitral valve, the valve was explanted and replaced with a bioprosthetic valve of a different model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to mitral valve dysfunction with perivalvular leak. If information is provided in the future, a supplemental report will be issued.